Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2015). The patient¿s meter has been returned on 5/8/2015 and evaluated by lifescan product analysis on 5/12/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging a test strip fill problem with their onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began around (B)(6) 2015 at 12:00pm. The patient manages their diabetes with self-adjusting insulin. The patient stated that they took their usual dose of sliding scale lantus and novolog insulin every day in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizziness, weakness, sweating and excessive hunger between 3-5 hours after the alleged product issue began. The patient stated that they self-treated with glucose gel/tablets on various times between 3-6pm (date not provided). The patient stated that they tested their blood glucose using another device every day, and the normal readings were between 90-150 mg/dl (dates/times not provided). At the time of troubleshooting, the csr noted that there was no indication of product misuse and the subject meter was not being used for the first time. The patient was unable to confirm if a walk through test had resolved the issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient's claimed symptom of "sweating" correlates with the stated self-treatment of glucose tablets/gel as both are associated with a severe low blood glucose excursion. The symptom of "sweating" does meet lifescan's criteria for a serious injury, and occurred after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.